Manufacturer narrative:
The corrosion of the connector pins was identified as the probable cause of the device running in safe mode. Damaged sockets can create a high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.

Event description:
The micro sagittal saw was sent in for eval because it was running in safe mode. There was no pt involvement; no adverse event was associated with the device.